Event description:
The patient is reportedly experiencing increased power consumption and intermittent lock. External equipment was exchanged, but the issue was not resolved. Revision surgery will be scheduled.